Manufacturer narrative:
The results of the investigation are inconclusive since the product was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented for an unrelated procedure. Upon initial implant of a new left ventricular lead, the stylet was unable to be removed and was cut. Electrical testing of the lead revealed high pacing impedance values >3000 ohms on all but two vectors. The physician chose to leave the lead implanted and in use. The patient was stable.